Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4607 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that the latch could not be engaged securely. When the puncture went ongoing, the introducer sheath crimped and was replaced with a new one. The same problem occurred with three consecutive units. This report addresses the second device.